Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, flat crease, and brown particles inside the device. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified more than three punctures on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is more than three puncture opening on the anterior side due to surgical damage. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.